Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber at 36,661 joules. The device was not returned for eval.

Manufacturer narrative:
(B)(4). Device was not returned the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum tumor resection procedure, during anastomosis, after the device was fired, the staple line was not complete and one of the donuts was not fully complete. As a result of the difficulties encountered with this device, the operation had to be delayed for around 60 minutes. The surgeon completed the operation with another circular stapler.